Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator power supply and universal node were evaluated and replaced. The system was tested and found to be working as intended and returned to service.